Manufacturer narrative:
(B)(4). Date sent: 3/14/2023 d4: batch # u5cz7f investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5cz7f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2023. Batch # unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: additional information received on 01 feb 2023. 1. Due to the additional information it is stated "what is the most current patient health status and condition? Ans: patient is recovering in ward." . A) did the patient have to remain in the hospital/ward longer than the desired time due to the issues of the ethicon device during the procedure? And if so, why? Ans: surgeon did not specify. B) did the prolonged procedure have any clinically impact on the patient? If so, how? Ans: surgeon did not specify. Additional information received on 17 jan 2023 . 1. Kindly confirm if there is indeed no bleeding etc. Occurred? Ans: bleeding observed at the endocutter firing area during operation and surgeon intervened by changing new endocutter with new reloads. No bleeding observed post-ops according to surgeon. Additional information received on 17 jan 2023. 1. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: no post operative changes observed. 2. What is the most current patient health status and condition? Ans: patient is recovering in ward, not yet discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was using ec45a echelon flex endocutter for transecting the colon during ultra lar on (B)(6) 2023 in the hospital. The first firing performing as usual. Second firing was found there was no staple on the staple line. The rectum was cut with staple line which created opening on the rectum. Surgeon reacted by using new gun with new reloads but the endocutter cut without staple again after the first firing. Upon changing to third endocutter (ec45a), the device performing as intended throughout the surgery. There was a delayed due to surgery. However, it was completed successfully with not patient consequence reported.